Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Upon charging the pump, multiple malfunction alarms occurred. Customer's blood glucose was 159 mg/dl. The customer reverted to manual injections for insulin therapy.